Event description:
Customer reported that her meter received a code 26 error and the meter ID does not communicate with the pump. Blood glucose 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.